Manufacturer narrative:
During the complaint investigation, it was uncovered that the doctor used bioglue during the initial neurosurgery. Cerafix has never been studied in conjunction with bioglue, so, we do not know if there was any interaction between the two products that contributed to the complaint. That said, while cerafix is indicated for neurosurgical use, bioglue is contraindicated for neurosurgical use. Based on its IFU, "bioglue for use in neurosurgery, including use as a dural sealant, is not an approved indication. FDA has not evaluated the safety and effectiveness in support of a neurosurgical indication; however, serious adverse events such as stroke, infection, meningitis, and cerebrospinal fluid leaks have been reported." (B)(4).

Event description:
Patient returned 2 weeks post-op with a csf leak.